Event description:
On (B)(6) 2013, the patient contacted animas and reported air bubbles in the cartridge after the cartridge and infusion set was replaced. The patient stated that the correct technique was used. It was noted that when the patient replaced the cartridge 2 days ago, no issues were noted with air bubbles. The patient's blood glucose (bg) value was reportedly in the 200mg/dl range. The reported bg does not meet the animas criteria of an adverse event. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged air bubble issue with the cartridge with no known cause.

Manufacturer narrative:
The cartridge has not been returned. A retain cartridge from the same lot has been evaluated by product analysis on 06/26/2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.